Manufacturer narrative:
The date of event is estimated. Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number:3006705815-2024-01609. It was reported that following a fall, the patient was experiencing ineffective therapy. Further investigation revealed that the patient's lead migrated to t11/t12. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's leads were replaced to address the issue. Physician placed on lead at t8/t9 and the other at t9/t10. Effective therapy restored postop.